Manufacturer narrative:
The customer reported that the AED will not power on and the asi is blank. The maintenance schedule is not reported. Communication with the customer revealed that the pads expired in august 2022. Caller stated they found newer pads and another battery pack which was expired but was able to use it to check for any service codes. The customer stated they will keep the depleted battery pack as it is still under warranty, will purchase a new battery pack and adult and pediatric pads. Referred the customer to the distributor to order replacement battery pack and pads. The customer stated that they understand if the battery pack depletion was due to expired pads, the battery pack will not be replaced under warranty. Advised the customer to keep the AED out of service until the battery pack and pads are replaced. Sent a data card for customer to download the log history file, return it to the manufacturer for further analysis, and discussed proper maintenance. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that the AED will not power on. The customer did not report that this event occurred during patient use.